Event description:
Patient was being taken to or for trach procedure. Respiratory therapist was using hand-held ambu bag on patient. The ambu bag was difficult to use; patient was obviously in distress on elevator trip down to o.r. Patient was "dnr" ("do not resuscitate" status) and died upon arrival in o.r. Patient had been in intensive care unit for some time and had arrested twice prior to this incident. Device was discarded in o.r. And was not put on a "test lung" to check the exhalation passageway. Note: the term "ambu bag" is used to refer to a disposable manual resuscitator. Note: due to this patient's condition, and terminal illness, this was not investigated as a possible device problem until another similar event occurred.